Manufacturer narrative:
The device is available for evaluation but has not been received.

Event description:
The customer reported the primary plum set leaked taxol at the filter level of the tubing. This occurred during patient infusion. There was patient involvement, exposure to chemotherapy drug but there was no medical intervention required.

Manufacturer narrative:
Date returned to mfg: 4/26/2019. One used sample was returned for investigation. As received the set was visually inspected and the filter vents appeared to be in good condition. The returned set was leak tested per the product specifications and no leaks were observed. A lot review was performed and there were no issues found. The reported filter leak was not confirmed by investigation.